Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that she had the insulin pump pressed against her skin and that may have caused the alarm. Customer further stated that when she went to bolus the insulin pump would not do anything. Customer then replaced the batteries and received a failed battery test. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip and a cracked case near the display window corners were noted during the visual inspection. The insulin pump was monitored and all operating currents tested within the specified range. No failed battery test alarms were noted. All buttons functioned properly and no button error alarms were noted. However, moisture damage was noted on the keypad traces.